Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stripes in the image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg cover glass is chipped, the insertion part is dented, the lg snaky tube is fractured, scratched, and broken, the distal end and rear of the light guide bundles are bent and damaged, image is dark, light transmission component, distal end cover glass, lg bundle, universal cord, insertion section and electrical component. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected (image stripes) and cause traced to component failure (other malfunctions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.